Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and was difficult to press. There was no reported impact to the customer's blood glucose level. The customer applied more pressure to the wake button to address the issue. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the customer had manual injections for insulin therapy.